Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of blue green fluid below the coulter lh 750 hematology analyzer (lh 750). The customer reported that they discovered the leak after troubleshooting for a low latron retic scatter mean error. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) evaluated the lh 750 and could not find any leaks. When the fse arrived the instrument was up and running and no leaks were present.

Manufacturer narrative:
(B)(4).